Event description:
It was reported that there was premature battery depletion and the device was at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.79 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012, is before device rrt (recommended replacement time) <= 2.62 volt. One - ventricular nst (non-sustained tachycardia) =170 ms on (B)(6) 2011 16:26:35.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.79 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012, is before device rrt (recommended replacement time) <= 2.62 volt. One ventricular nst (non-sustained tachycardia) =170 ms on (B)(6) 2011 16:26:35. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that there was premature battery depletion and the device was at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.